Manufacturer narrative:
The zoll console in complaint was returned to zoll on 02/09/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use the ivtm thermogard (s/n (B)(4)) displayed a pump error. Another system was used to continue treatment. No patient information was disclosed. No additional information was provided.

Manufacturer narrative:
Thermogard xp ivtm console (s/n (B)(4)) was evaluated at the customer site on multiple dates. On 02/09/2016 the evaluation showed the following: visual inspection of the console showed that the rear screws on power switch side were stripped. The glycol was observed to be slightly discolored. The event log showed one instance of tcmid:01 (pump failed) error message indicating that there was failure of the pump. The connectors for all the wiring to vexa motor were checked and no issues were found. There was no saline damage found. During complete functional testing of the console for 1.5 hours, pump failure could not be replicated. Glycol was changed and the coldwell was flushed and cleaned. On 02/22/2016 when zoll service returned to replace the broken brackets the hospital biomed informed that they observed tcmid:01 error message days later. The root cause for this error message was a defective pump motor which was replaced. Zoll service verified that console operated within manufacturing specifications. The reported complaint of the console displaying tcmid:01 was confirmed through review of the event log and further investigation by the hospital biomed. The error message was attributed to a defective pump motor. After replacing the part, the console passed all testing criteria.